Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges strong electrical smell as well as burn smell. There is no allegation of serious or permanent harm or injury. The pca was confirmed burnt in an initial evaluation. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges strong electrical smell as well as burning smell. There is no allegation of serious or permanent harm or injury. The machine was handed into the clinic and burnt smell was confirmed. The machine also was turning off when the tubing was connected. The device was further evaluated at the product investigation laboratory (pil) and an unknown light white, dust-like contamination was observed at the air inlet of the blower box. Unknown light brown spot and contamination was found at the outer edge of the iso port and light dust-like contamination was found on top of the blower motor and motor seal. Tiny unknown white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam) specks of contamination were found in the bottom enclosure. Thermal event in the heated tube power circuit was noted. Burn marks were found on inside of top enclosure above the q8 component area and on inside of the ui (user interface) panel at the q8 component area. Absence of degraded sound abatement foam was confirmed. Section g3 and box h have been updated in this report.